Manufacturer narrative:
Investigation summary: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed. Therefore, a potential root cause(s) cannot be determined.

Event description:
It was reported that the length of needle was incorrect and there was a needle stick injury with a bd precisionglide¿ needle. The needle length being incorrect occurred on 2 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: issue was that in a pack of needles which were all supposed to be an inch long one of them was only a half inch long and he didn't notice till after administering a flu shot. This led him to believe that the needle had broken off , but upon further inspection the 1/2 inch long needle was sharpened and not broken off. He stated that the base of the needle was the same color and the needle shield and packaging was the same as the other needles in the box. He also stated that on another occasion one of the tips bent during use very easily and while putting the shield back on the needle tip the sever bend caused the needle to puncture the side of the shield and his own finger. He stated no medical intervention was needed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the length of needle was incorrect and there was a needle stick injury with a bd precisionglide¿ needle. The needle length being incorrect occurred on 2 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: issue was that in a pack of needles which were all supposed to be an inch long one of them was only a half inch long and he didn't notice till after administering a flu shot. This led him to believe that the needle had broken off , but upon further inspection the 1/2 inch long needle was sharpened and not broken off. He stated that the base of the needle was the same color and the needle shield and packaging was the same as the other needles in the box. He also stated that on another occasion one of the tips bent during use very easily and while putting the shield back on the needle tip the sever bend caused the needle to puncture the side of the shield and his own finger. He stated no medical intervention was needed.